Event description:
It was reported that lipids were backing up into the tubing of an unspecified access set. This occurred when the distal port of the tubing was used to y lipids into the IV fluid infusion. The patient was not receiving the full dose of lipids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.